Event description:
It was reported that the tubes on the transfer set were breaking away in places in contact with the clamp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a patient. It was reported that the patient used antiseptics alcohol-based solution for treatment of transfer set tubing at home. This solution contains stress cracking agents, and its use went against the recommendations of the medical staff of the reporting institution. It was reported that the patient had additional training about the treatment of the tubes. From the time of this report, the patient started to use only alcohol free disinfectant for treatment of tubes. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, misuse of a solvent used to sanitize the device was reported and is a known cause of the reported damage. The direction sheet, which was shipped with the transfer set states, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." A review of the label for the product family will be conducted.  If any relevant information is obtained from that review, a supplemental report will be submitted.